Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a laparoscopic pneumonectomy, the jaws did not open after it was removed from the patient after the second firing. The device was used on the lung. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 6/22/2020. D4: batch #t5ex76. Investigation summary: the analysis found that one pcee45a device was returned with no apparent damage and with one gst45g cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The event described could not be confirmed as the device performed without any difficulties noted.